Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.

Event description:
The reporter stated that he finished his first injection of testosterone and when he removed the syringe the needle was missing. He looked on the floor, he did not feel the needle, he called his doctor who told him that the needle could still be inside of him. Went to the hospital and they did 3 x-rays and did not find the needle. The consumer states that the hospital said it was not a retractable product. Consumer mentioned that his blood pressure was high after this event and that the hospital talked about keeping him due to this but he was sent home.